Event description:
It was reported the device experienced possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product/(s). 6996sq58 lead, (B)(6) 2006. A 6996sq58 lead, (B)(6) 2006. A 5071-53 lead, (B)(6) 2006. A 501da18 mechanical valve, (B)(6) 2009. A 4968-60 lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analysis of the device revealed normal battery depletion.